Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was found at 7.8cm to 8.6cm from the distal tip. The etfe coating of the sensing conductors was abraded. An internal insulation abrasion was noted at 9.0-9.6cm from the distal tip. The etfe coating was intact at this location. (B)(6) failure (event) observed during analysis.